Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported issues with the insulin pump. The insulin pump was exposed to water, and there was a button error alarm. The blood glucose reading is 84 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No moisture damage was found on the electronics, motor, vibrator, or battery tube assembly during the visual inspection. The buttons responded properly. However, corrosion was found on the keypad traces. No button error alarms were noted during testing. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and cracked battery tube threads.